Event description:
A malfunction on the pump was reported by the caller, but there were no notable events that occurred prior to this issue. Despite the malfunction, there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support responded by confirming the shipping address and sending a replacement pump with updated software to the customer. The caller was informed about how to store and return the defective pump and advised on procedures for receiving the replacement device. Additionally, the caller was instructed on managing the sensor with the replacement pump and acknowledged they would consult their healthcare provider for backup therapy.